Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm tip-up fenestrated grasper instrument became immobile. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the proximal clevis dislodged. As result of the dislodging, the main tube was broken. The dislodged proximal clevis is attached to the main tube. The grip cables and conductor wire are still intact and do not show damage. The main tube was broken at the distal end where the proximal clevis was attached. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Thermal damage was not observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.